Event description:
The customer reported that the device will not turn on. The biomed tried to replace the keypad , but still having same issue. Tech support believes that it may be a logic board issue. There was no patient involvement.

Manufacturer narrative:
Corrected d10, h3, h6(methods, results, conclusion), h10 a review of the device history record for sn (B)(6) was performed from date of manufacture 05/14/2020 to the present date 12/17/2020 and confirmed that this device was not previously returned for servicing. Also, there were no production failures indicated on the source device. The customer reported problem was confirmed. The device was repaired, passed all required testing and specifications, and released back to the customer.

Manufacturer narrative:
The affected devices have not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
The customer reported that the device will not turn on. The biomed tried to replace the keypad, but still having same issue. Tech support believes that it may be a logic board issue. There was no patient involvement.